Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
The information reported within user facility report (B)(4) is confusing and implausible: it was reported: ¿no expiratory flow when using the primus patient on respirator while conforming startup tests. The respirator did not generate an alarm start-up test ok / pre-oxygenation on internal circuit in spontaneous breathing without problem / placement of laryngeal mask and start of mechanical ventilation / no co2 curve no expiratory flow / exhalation leak / switch back to manual mode with return of co2 curves and expiratory flow. No error message on the machine.¿ there was no injury reported. Based on this information, which is all we have at this time, we understood that automatic ventilation was not possible and the device did not alarm as expected. Consequently we rated this event as reportable.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The affected primus anesthesia workstation was inspected by a dräger service technician after the reported event. The service technician replaced the pcb mobi, which is part of the main user interface and display unit. Onboard this pcb the electronic log file is stored. A battery ensures that the information does not get lost, in case the device is switched off or the pcb is disassembled. This backup battery was removed, most likely during failure analysis on site. Consequently the information stored in the log were deleted once and for all. Hence the case in question could not be reconstructed. The returned pcb mobi however was subject to a 150 hour functional endurance test in a laboratory environment. It passed the automatic self-test routine without deviation and operated properly throughout the entire test. The exact root cause could therefore not be determined. Beside a technical failure also an external leakage, located at the y-piece or tube would explain missing co2¬- and exp. Flow readings. In case the device does not detect flow and co2 concentration as expected, it will generate corresponding alarms, depending on the limits adjusted by the user. Possible alarms are apnea, minute volume low, volume not attained, pinsp not attained, fg low or leak. The instructions for use describe these alarms, possible causes and suitable remedies. After replacement of the pcb mobi a complete test of the device was performed, including the alarm functions. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.